Event description:
Patient had three separate episodes of ventricular ectopy during a twelve hour period. The spacelabs monitor failed to alarm at the central station and at the bedside, even though the monitor screen was displaying abnormal waveform. The alarm was confirmed to be "on" and correctly set (confirmed by printout of the alarm settings), but there was no audible alarm. The monitor should have sounded at the bedside and at the central station, but did not. This facility has had three similar events in the last approximate 2 weeks with this equipment. No patients were harmed.====================== manufacturer response for spacelabs central station monitor, spacelabs xprezzon central station monitor (per site reporter).====================== mfg will send a technical representative to inspect the device.